Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 3 mg/dl. Troubleshooting found that the pump also alarmed motor error, button error, low battery for batteries lasting less than a week. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected low reservoir alarm or motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly and no button error alarm noted during our testing. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test. No moisuture damage was noted on the keypad traces. The keypad connector was fully locked. The motor passed the motor test.